Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient unit emitted sparks at the electrical connection.

Manufacturer narrative:
A visual inspection of the returned unit revealed physical damage to the power cord. It was confirmed that no other physical damage or loose connections were noted during the internal components inspection. The results of the analysis concluded that the returned unit did not function as intended due to the damaged power cord. The reported event was confirmed.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.